Event description:
While patient was attempting to get out of bed, the left elbow somehow became entrapped in the opening of the siderail. Arm was tightly entrapped causing difficulty in extricating patient. Patient entrapped for approximately 5 minutes. Bruising sustained as a result. Bed had all jcaho upgrades for entrapment.